Manufacturer narrative:
Investigation: the shaft and the handle were checked by the quality assurance of the production department. The documentation is attached to sap notification (B)(4). The shaft shows several points of corrosion. One part of the jaw is slightly bent, thus a correct application of the clips are not guaranteed. Jaw opening - target: 6.6 +0.1 mm, actual: 6.50 mm. Jaw tip - target: 6.9 -0.2 mm, actual: 6.55 mm. No actual ats seal can be found. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the provided instrument is in a bad condition. Due to the bent jaw part, the clips are unable to close tightly. The correct function of the applicator is no longer guaranteed. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: russian federation. There has been a report of poor fixation on a patient's vessel; the clip came off after the operation. A clip damaged a vessel and the surgeon spent one hour resolving the situation. No revision surgery was required. Additional component in use: pl510r / handle f/pl506r & pl508r